Event description:
It was reported on (B)(6) 2026 that, "a patient underwent surgical repair of ventricular septal defect (vsd) and patent foramen ovale (pfo) under general anesthesia. The procedure was uneventful. Upon returning to the pediatric intensive care unit (picu) after surgery, a nurse noticed fluid leakage from one side of the right internal jugular central venous catheter. The catheter was immediately clamped, removed and discarded. A new catheter was subsequently inserted via the left femoral vein. Following the reinsertion, all subsequent treatment proceeded smoothly without complications." There were no reports of patient injury, harm, adverse health consequences, or medical intervention associated with the event. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4).